Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error occurred during drain three of four on the homechoice. The home patient stated they had disconnected from the device and the supplies had been disconnected. The technical service representative assisted the patient to end therapy and advised the patient to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.